Manufacturer narrative:
Model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of impedance high and error codes displayed on rc was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Correction: block b1: added adverse problem block b5: updated h1: updated to serious injury

Event description:
It was reported the patient had an explant surgery due to their frequent mris. They also had high impedance. Initially, the patient had a red light on their remote control. No troubleshooting attempts were made during the call. The MRI facility called regarding the red light. The MRI tech reported the patient told the tech that it was okay to proceed with the MRI, even though there was a red light on the remote. The MRI tech did not think that was correct and reached out to patient care. The MRI tech was advised that the local representative would need to contact the patient to clear the impedance. Then the local representative called back to ask what the next steps were, customer support provided them with the emergency helpline number. The patient had an x-ray ordered, but they ended up not having the x-ray; however, the entire system was removed due to the frequent mris.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had an explant surgery due to their frequent mris. They also had high impedance. Initially, the patient had a red light on their remote control. No troubleshooting attempts were made during the call. The MRI facility called regarding the red light. The MRI tech reported the patient told the tech that it was okay to proceed with the MRI, even though there was a red light on the remote. The MRI tech did not think that was correct and reached out to patient care. The MRI tech was advised that the local representative would need to contact the patient to clear the impedance. Then the local representative called back to ask what the next steps were, customer support provided them with the emergency helpline number. The patient had an x-ray ordered, but they ended up not having the x-ray.